Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenotic lesion with calcification was located in the moderately tortuous left superficial femoral artery. The physician obtained access through the right femoral artery. The physician advanced the 5.0x20/135mm sterling balloon catheter to the lesion and inflated the balloon to 5 atms and the balloon ruptured. There were no patient complications. The procedure was successfully completed with a different device and the deployment of a non-bsc 6mmx4cm stent. Ivus was used in this procedure. Patient status is reported as "good".